Event description:
It was reported that on (B)(6) 2022, the patient was readmitted for major bleeding in the upper gastrointestinal tract. Upon readmission they underwent an upper gastrointestinal endoscopy and fasting. The patient received a blood transfusion on (B)(6) 2022. The cause of bleeding was unknown. The patient was discharged home on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.